Manufacturer narrative:
(B) (4). Device history reviewed. Device history review found the product met specifications when released for distribution. Cause of event related to patient condition and bias wear. Upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. A small perforation in the lunula of the left cusp appeared to be due to contact with bias wear along the non-coronary left stent post. A small tear through the free margin of the non-coronary cusp appeared to be due to contact with bias wear along the right non-coronary stent post. Pannus lined the tissue along the outflow margin of attachment of the right cusp extending to the outflow rail onto the left right and right noncoronary stent posts. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that these bioprosthetic valves, implanted in 2008, were explanted due to pannus overgrowth.